Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that both implants were put in at the same time initially but one got infected and had to be removed and replaced, so now the implants are on different timelines. Caller asked if both implants could be replaced at the same time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension.

Event description:
Information was received from a healthcare professional (hcp) and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had an infection at the ins site with ins exposure that could be seen through the skin. The patient was scheduled to have her device explanted on (B)(6) 2017.